Event description:
The x-sizer was used for stent thrombosis in a patient who presented with an acute myocardial infaction due to stent thrombosis of their right coronary artery. It was quite difficult to advance the x-sizer through the stented segments but eventually this was advanced into the thrombotic region. A number of passes were made through the thombotic region. On the attempt of removal of the device it became completely impailed within the proximal right coronary artery of the stented segment. It took quite an extreme degree of force to pull the device from this location. Following removal of the x-sizer, the stent had become learly disrupted and this could be seen by fluoroscopy. It was extremely difficult to re-establish patency of this distrupted stent and the procedure eventually took more than 23 hours. The physician had to use an ace balloon to cross the disrupted stent segment and expand this ballon in order to proceed. The balloon ruptured and became stuck on the stent leaving a portion of the balloon within the stent. Following this he re-crossed the stent segment with a new guidewire and was unable to cross this area even with a 1.5 mm balloon. A second ace balloon was used and with extreme difficulty finally crossed the segment and was expanded and following this he was able to progressively introduce 1.5 then 2.5 then 3.0 balloons and finally stent the entire segment. The final angiographic result was excellent but there was some local encroachment at the location of the distorted stent. The physician performed an intravascular ultrasound and this showed focal compression at this location. He palced an extra stent 3.5mm short stent expanded to 4.0 at 24 atms and repeat ivus showed distortion remained in this location with finally a cross section area of about 6 square mm which is good but a potential of 8 or more with an mld of about 2.2 mm compared to the opposite lumen diameter 3.3. In summary this is clearly an undesirable incident whereby the x-sizer catheter became completely stuck on a stent, which had been implanted one-year prior previously. The patient developed a stent thrombosis probably because of stopping aspirin and plavix because of undergoing surgical procedure 24 hours previously.